Event description:
Norian srs bone void filler rotary mix 3cc sterile was used in a calcaneal fracture. Fracture was revealed to have gone non-union. Revision surgery was performed and norian was found to be grainy, not hard and injury site was "pussed out".